Event description:
The user facility reported that the housing is difficult to be locked during surgery the broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported that the housing is difficult to be locked during surgery the broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
Additional information: h3 other text : device not available.